Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of 215 and then 235 ohms. Noise was noted as well, but could not be reproduced in clinic. The field representative programmed tachy therapy off and x-ray imaging was performed. The s-ICD system remains in service. No adverse patient effects were reported.